Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, progressing to grade 4."

Event description:
Healthcare professional reported right side "capsular contracture, progressing to grade 4", "the right implant is observed with changes in morphology", "muscle tissue is observed in the area referred to as palpable in the right breast", and ¿chronic periductal mastitis¿. Healthcare professional additionally reported the following right side events, which are not device-related: "warm sentinel lymph nodes right axilla", ¿sentinel hot node of the right axilla:- a lymphatic ganglion with isolated tumor cells¿, "right breast cancer¿, ¿medullary type infiltrating ductal carcinoma of the mammary gland¿. Device has been explanted and replaced.